Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported balloon rupture was confirmed. The reported failure to advance could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported complaints appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The nc traveler is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was to treat the heavily calcified, moderately tortuous right coronary artery (rca). The 2.00x15 mm traveler balloon dilatation catheter (bdc) could only reach the proximal portion of the lesion due to the anatomy and was inflated once to 14 atmospheres (atm) in an attempt to open the lesion; however, the balloon ruptured. The procedure was aborted and completed. The patient was kept on medical management due to the inability to treat the lesion. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.